Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was initially received in june 2022 that the recipient has no hearing responses with the current device. As of information received on the 4th of july 2022 the user seems to be responding slightly with their devices. However, as of later information the mother reports not seeing any response to sound at home despite data logging showing 8.9 hours as average use of the device. New information received in december 2022 stated that the array is completely extra-cochlear. According to the implant registration card, 5 channels were left extra-cochlear at implantation. The recipient will be followed up in (B)(6) 2023.

Event description:
Information was initially received in june 2022 that the recipient has no hearing response with the current device. The hearing performance was consistently low despite data logging showing 8.9 hours of average use. In december 2022 it was then reported that the array was completely extra-cochlear. According to the implant registration card, 5 channels were left extra-cochlear at implantation. The user is no longer wearing the external device and will be followed up in march 2023.

Manufacturer narrative:
Additional information: based on the information received from the field, the device is not providing benefit to the recipient. A post-operative CT scan shows the electrode array completely extra-cochlear possibly due to a post-operative active electrode migration out of the cochlea. A full insertion was not achieved at implantation surgery. According to the implant registration card five channels remained extra-cochlear at implantation surgery. The device is currently not in use. The device remains implanted and further monitoring of the contralateral site is planned.